Event description:
It was reported that post implant procedure, the patient developed a hematoma with drainage. On (B)(6) 2015, the physician placed a tyrx pouch within the implant site and evacuated the pocket. The pulse generator remained implanted. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).